Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the clip was unable to pass establish final arm angle test. 2 mitraclips were implanted. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided. User facility medwatch report mw5174080 received that states there was a lock failure of the mitra clip device prior to deployment. The deployment was aborted, and device was removed intact from the patient. A new device was used and deployed without issue.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the clip was unable to pass establish final arm angle test. 2 mitraclips were implanted. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.